Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event occurred on an unknown date in october. The customer reported the male connection on the 72¿ tubing is falling off of a transpac kit. The event was noted since blood was coming back up the line. There was no physical damage noted on the transpac kit. There was patient involvement and a delay in critical therapy, but no adverse event. This captures the first of two events.

Manufacturer narrative:
H10: one (1) used list# 011-0j387-01, transpac¿ with 2 3 way stopcocks, 72" tubing, disposable transducer. Lot# 4105242, one (1) extension set, unknown manufacturer, and one (1) syringe 30 ml, manufacturer braun were received on november 13, 2019 for evaluation. As received, the male luer is detached from the high pressure tubing. The reported complaint of tubing separation is confirmed. The end of the tubing had the presence of uv adhesive; however, it had a tacky feeling. The probable cause of the separation appears to be due to the uv adhesive at the bond between the arterial tubing and male luer was not fully cured. This defect was due to a manual manufacturing process error in ensenada. A device history review for lot# 4105242 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.